Event description:
It was reported stimulator did not last as long as it should have. The stimulator was programmed at 6-8 volts (amplitude), 400 usec (pulse width), 50-60 hz (rate) with four active poles. The stimulator was implanted for 1.5 years but due to an unspecified lead problem the stimulator was only used half that time. The pt used the stimulator around 18 hours per day. The pt's previous stimulator was implanted longer. The stimulator was replaced. No pt injury was reported. The pt was doing well after replacement.

Manufacturer narrative:
The stimulator and extension were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.